Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 3.7 inr. The result from the laboratory within 7 hours was 2.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer was feeling bad at the time of the results as she was diagnosed with shingles on the day of the event. The customer had gone to the hospital on (B)(6) 2018 with very strong back pain that had originally been diagnosed as tenseness and bad posture while working. The customer was then diagnosed with shingles on (B)(6) 2018 by her family doctor. There was no allegation that an adverse event occurred due to the device. The customer's test strips were not requested for investigation as they have expired. The related retention test strips (lot 25617312) were tested in comparison to master lot #286321-80 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.